Manufacturer narrative:
Concomitant medical products: product ID 3387-28, implanted: (B)(6) 2013. Product type: lead. (B)(4). (B)(6).

Event description:
It was reported that impedance was impossible to measure for the therapy impedance. Low impedance was detected in constant voltage measurement and a short was suspected. It was noted that the settings were done using other electrodes. No patient outcome was provided. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).